Event description:
The event log file only captured a driveline disconnect alarm associated with controller exchange (B)(6) 2025 at 1154. There were no notable events in the log file prior to the exchange of the controller.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the power module was evaluated following the reported events of a communication issue with the heartmate touch and a pump stop event. A log file was submitted for review and data from the event date of (B)(6) 2025 was reviewed. The data in the log file did not indicate any issues with the power module. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The power module was not returned for analysis. Provided information indicated that the system controller was exchanged to resolved communication issue with the heartmate touch. The reported pump stop event is addressed under the pump investigation and the reported event of a communication issue with the heartmate touch is addressed under the system controller investigation. The reported events could not be correlated to an issue with the power module. The serial number of the heartmate power module was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was recently admitted for outflow graft obstruction corrected by an outflow graft revision (MFR# 2916596-2025-03205). It was also reported that the patient's ventricular assist device (vad) reportedly turned itself off while being connected to the power module shortly before 10:55 am. When the vad coordinator arrived, the patient had already been placed on a different power module. While the patient was receiving the support, the vad coordinator saw the ipad screen lose all feed to the monitor despite the patient's white cable being connected and no one changing anything. There was a connect driveline alarm. The vad coordinator performed a system controller change and issued a new low flow controller. Log files were sent for review. The event log file only captured the controller exchange (B)(6) 2025 at 11:54. There were no notable events in the log file prior to the exchange of the controller.